Event description:
A customer observed positively biased troponin I qc results on the eci analyzer. Biased results of the direction and magnitude may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event was inconclusive. Customer recalibration appears to have resolved the issue, with acceptable qc and precision test results since recalibration. No instrument-related cause of the event could be identified. The root cause of the event is unk.